Event description:
It was reported that an unknown baxter transfer set was leaking. This occurred during use; the patient was connected at the time of the event. The patient stated that there was a hole in the transfer set, (details not provided). The transfer set was replaced and the patient placed on prophylactic antibiotics. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.